Event description:
As reported to the FDA on (B)(4). On ((B)(6) 2011), pt underwent a radiologic intervention to place a right nephrostomy tube. During the transition from mandril to 0.035 guidewire, the floppy portion of the distal mandril fractured off and remained in the right renal pelvic adjacent to the calculus. The wire could not be removed during a right percutaneous nephrolithotripsy. The broken wire was found to be outside of the kidney on ((B)(6) 2011), and the pt was discharged.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. Without the complaint device we cannot make a definite root cause analysis. When we have seen this type of device failure in the past, it has generally been associated with the guide wire being damaged by withdrawal through the needle (see warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design spec. Nothing in the event description leads to a more definitive root cause. We will continue to monitor for similar complaints. The risk is insufficient to take action per qera.